Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(4) 2009. It was reported that the ipg appears to be very superficial, causing inefficient charging. A spacer kit was sent to the pt to assist with charging; however, it is currently undetermined whether this resolved the issue. No further info is available at this time.